Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the 1ml insulin syringe. The customer reports "the needle came out while in use when drawing out of the bottle the needle stayed in."